Event description:
Right atrial (ra) and right ventricular (rv) lead exhibited noise. The leads were explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5152661.